Manufacturer narrative:
(B)(6). The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the coupling tool side was worn out and the saw blade device did not stop on the oscillating saw device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling tool side was worn out and the saw blade device did not stop on the oscillating saw device. It was noted in the service order that the saw blade devices fell out very easily. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.